Event description:
Info received indicates the bed has no functions or power.

Manufacturer narrative:
The facilities maintenance found the power plug at the power control module was broken. The facility replaced the power control module to repair the bed.